Event description:
It was reported to boston scientific corporation that an lynx system was used during a procedure performed on (B)(6) 2006. According to the complainant, post procedure, the patient presented with "serious bodily injuries" including "erosion of the implanted mesh". A mesh repair procedure was performed in (B)(6) 2006.